Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm mega suturecut needle driver instrument not rotating correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the surgeon experienced a motion-related issue involving difficulty rotating the instrument correctly. According to the available information, the instrument was able to move and was not completely static; however, the customer was unable to confirm whether the instrument exhibited uncontrolled motion, unintended movement, scaling discrepancies, or delayed response. Based on the physician¿s complaint, it was assumed that the instrument may have experienced friction during movement, which affected its ability to rotate as expected. The issue occurred while the surgeon's head was inside the surgeon console, and the surgeon removed their hands from the hand controls when the decision was made to replace the instrument. The issue was resolved during the procedure by replacing the affected instrument with another instrument, allowing the case to be completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage at the base and tips of the blade. Both blade edges were indented, causing th instrument to be dull, the grasping when opening and closing difficult tips not to meet and rotating properly. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.